Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger and anterior cuff were not returned; the posterior cuff was still loaded on the foot and the link was still attached to the cuff. There was a needle strike mark on the posterior foot. Based on the evidence found on the returned device, the posterior cuff was missed and the link was pulled at the anterior cuff, which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end during plunger withdrawal. This resulted in the link being pulled from the anterior cuff. A proxy plunger was inserted and the needle trajectory was acceptable. The most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue as evidenced by the needle strike mark on the foot. There were no manufacturing or quality issues detected that could have contributed to the reported cuff miss event. Review of the device history record for this lot did not produce any findings relevant to this report.